Event description:
The device was used during a total gastrectomy procedure. Reportedly, the suture disengaged. The hospital has reported no pt injury occurred.

Manufacturer narrative:
2/10/1998-supplemental report #1 submitted to FDA.